Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that during reprocessing, the endoscope reprocessor connectors tubes clips were breaking apart. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The instruction manual identifies, the following verbiage, which may have prevented the phenomenon: ¿preparation and inspection: move the lock levers of the preprocessor side connector to make sure, that they function properly and are not broken¿.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the connecting tube could not be connected to the subject equipment occurred due to breakage of the lock lever on the tube. It is likely that the root cause of the breakage of the lock lever on the tube occurred when the user applied external stress to the lock lever in the wrong direction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).